Event description:
It was reported that during an lar procedure, the device misfired. No additional info is available. There was no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 12/05/2008. Info anticipated, but unavailable at this time.